Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was having site issues while on vacation. The blood glucose reading was 422 mg/dl. The customer treated with manual injection. The site did not show signs of infection, but there was blood at the site. The customer declined troubleshooting for high blood glucose.